Manufacturer narrative:
(B)(4). Products were returned and pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated still feeling dizzy and that it could be related to her diabetes, blood pressure or vertigo. Customer stated that since the last call, she contacted her doctor. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic, high and low blood glucose test results. The customer is concerned with test results obtained of 75, 118 and 132 mg/dl. The customer¿s expected blood glucose test result ranges are: 110 mg/dl am fasting. 97-110 mg/dl pm fasting. Customer initially reported feeling weak and dizzy. When the technician spoke with customer, she stated feeling better but still had a headache and dizziness. Medical attention was not needed at the time of the call since she already left a voicemail for her doctor. During the call, a blood test was performed by the customer non-fasting and produced test result of 152 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/17/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2020. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.